Event description:
It was reported that the holster is making a loud grinding noise during the activation of the cutter in "sample" mode prior to a breast biopsy. It was requested to have the blue cable evaluated for damage. There have been no patient consequences reported.

Manufacturer narrative:
Date sent: 02/26/2009. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the blue rotational cable. Parts replaced that were not related to the customer's complaint were the electrical cable and the rear rotation knob. Missing parts that were replaced were the firing lever and safety thumb pads. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.